Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical evaluation was able to confirm a type 3b endoleak. The most likely cause of the stent graft integrity was related to the use of strata material, exacerbated by both anatomical and cautionary product use conditions. Calcified blood lumen and, heavy calcifications at the bifurcation and iliac arteries were present. During implant, procedurally, the multiple angioplasties needed to correct an intraoperative type ia endoleak likely contributed to this event due to the presence of intramural stent thrombus shortly after the implant. Over time, there was a perpetuation of the intramural stent thrombus, causing a significant aortic stenosis at 46 months post implant. No off-label issues could be determined at this time without a pre-operative image study. Associated clinical harms for this device failure included: rupture; aneurysm growth (sac); aortic stenosis; type 3b endoleak; and, a secondary endovascular intervention. The patient was known to be discharged from the hospital on the second post operative day. Additionally, there was evidence of stent migration, approximately 1cm, although there was no evidence of a loss of seal or type ia endoleak at the time of the rupture. Notably, at implant, there was a resolved intraoperative type ia endoleak. The likely primary cause of the stent migration was the result of preexisting aortic neck thrombus and/or patent lumbar arteries, an anatomical and cautionary product use condition, exacerbated long term antiplatelet therapy. There was poor stent wall apposition of the cuff observed at one month post implant. There was no evidence of user or procedure related issues. Clinical harms associated with this device failure included: reformation and growth of the aortic neck observed at 46 months post implant, and, an additional endovascular procedure. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed..

Event description:
Additional information: a clinical evaluation identified the following additional information; during the initial implant procedure the patient had an intraoperative type 1a endoleak and a type 2 from lumbar arteries. At 46 months post implant the patient had a stent migration and aortic neck growth of the proximal extension.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 the patient came in emergently with a ruptured aneurysm and computed tomography (CT) showed the patient had a type 3b endoleak at the bifurcation of the main body device. The physician elected to implant a non-endologix gore excluder to seal the endoleak. The patient is reported as good post procedure.